Event description:
The following information was provided by the sales rep: the physician reported a patient who presented with a late thrombotic event 7 months following cypher stent placement. No details are available regarding treatment of event or patient condition.